Manufacturer narrative:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and tested out of specification. Cause of death has been requested and not received.

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and tested out of specification. Follow up later revealed that per the death certificate, cause of death was general debility due to failure to thrive. Other significant conditions reported as diabetes mellitus type 2, malnutrition, copd. Manner of death was natural and no autopsy was performed.